Manufacturer narrative:
Combination product: yes, the lead under complaint was found cut 12 cm distal to the is-1 connector pin (into 2 fragments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found squeezed and damaged 37.5 cm proximal to the lead tip. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the insulation was found damaged due to wear approximately 12.5 proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above-mentioned insulation damages and conductor cable fracture are assumed to be the root cause of the reported oversensing in the ventricular channel. Additionally, the fixation helix was found bent and the rv shock coil stretched, these deformations most likely resulted from the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing on the ventricular and atrial channel and also a insulation failure was reported. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. There was no particular complaint about the device performance. The leads and the ICD were explanted.